Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic floor pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pimtrea. The patient's medical history included urine discoloration, vaginal discharge, ovarian cyst and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included pelvic discomfort. Concomitant products included erythromycin (errin) from (B)(6)2014 to (B)(6)2015, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6)2017 to (B)(6)2018, ethinylestradiol;norgestrel (cryselle) from 2016 to 2017, ethinylestradiol;norgestrel (elinest) in 2018 and norethisterone (micronor) in 2014. On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"), hot flush ("hot flashes"), hyperhidrosis ("sweating"), night sweats ("night sweats"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia / excessive bleeding "), marital problem ("psychological or psychiatric problems condition: marital stress,"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue;") and dyspareunia ("dyspareunia"). In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: repeated utis;"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced dry skin ("rashes or skin conditions type: dry skin"), acne ("acne") and vision blurred ("vision/eye problems type: blurred") and was found to have acrochordon ("skin tag"). In (B)(6)2018, the patient started pimtrea at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea;"), irritable bowel syndrome ("thought to be ibs;"), abdominal pain lower ("cramping/ right and left lower quadrant pain"), abdominal pain ("abdominal pain"), breast pain ("breast pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), visual impairment ("visual disturbances") and menstruation irregular ("irregular / continuous cycle"). The patient was treated with bupropion, codeine phosphate;paracetamol (tylenol with codeine no.3), metronidazole, ondansetron hydrochloride and surgery (essure implant removal). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, mood swings, hot flush, hyperhidrosis, night sweats, genital haemorrhage, vaginal haemorrhage, urinary tract infection, marital problem, anxiety, dry skin, acne, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, irritable bowel syndrome, dyspareunia, neck pain and musculoskeletal pain outcome was unknown, the menorrhagia, abdominal pain lower, abdominal pain, visual impairment and menstruation irregular was resolving and the breast pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, acrochordon, alopecia, anxiety, bladder disorder, breast pain, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, irritable bowel syndrome, marital problem, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, neck pain, night sweats, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 172 lbs. Approximate weight at the time of essure placement: 175 lbs. Insertion details, specify - essure device placed bilaterally in good position: left side- 1 trailing coils. Right side: 0 trailing coils. Patient tolerated the procedure without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.3 kgs. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Pathology test - on (B)(6)2001: diagnosis: right ovarian cyst ¿ mature teratoma (dermoid cyst). Specimen: right ovarian cyst. Operation: diagnostic laparoscopy, right ovarian cystectomy. Preoperative and postoperative diagnosis: right ovarian cyst. Gross description: the specimen is labeled ¿right ovarian cyst¿ and received is a previously opened ovary measuring 4.5x3.5 cm. Also within the container is a bag of apparent keratinous debris and hair. The surface is pink-white and glistening and has hair projecting from it. Sectioning reveals a pink-white smooth cyst lining with areas that appear to be adipose tissue.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs + mr received- new events added: hormonal changes describe: extreme mood swings, hot flashes with sweating and night sweats; abnormal bleeding (general); abnormal bleeding (vaginal,menorrhagia); utis;psychological or psychiatric problems condition: marital stress,anxiety; rashes or skin conditions type: dry skin, sink tags, acne on face; bladder or urinary problems or changes;migraines / headaches; nausea; dental problems; dysmenorrhea (cramping); pain; vision/eye problems type: blurred vision; fatigue; weight gain / loss specify which one: weight gain; gastrointestinal or digestive system condition type:bloating and cramping, diarrhea - thought to be ibs; hair loss, dyspareunia, abdominal pain, breast pain, neck pain, shoulder pain, irregular cycle, visual disturbances were added. Outcome of events excessive bleeding, visual disturbances, lower quadrant pain, abdominal pain, cramping, irregular cycle from unknown to recovering/ resolving and event breast pain from unknown to recovered/resolved were updated. Concomitant and historical conditions, drugs were added. New reporters were added. Product information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic floor pain') and genital haemorrhage ('abnormal bleeding (general)/ irregular and excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pimtrea and oral contraceptive nos. The patient's medical history included urine discoloration, vaginal discharge, ovarian cyst, dysfunctional uterine bleeding, joint dysfunction, seasonal affective disorder, breast mass, murmur functional and migraine. Previously administered products included for an unreported indication: norethindron. Concurrent conditions included pelvic discomfort. Concomitant products included erythromycin (errin) from october 2014 to january 2015, ethinylestradiol;norethisterone acetate (loestrin) from september 2017 to january 2018, ethinylestradiol;norgestrel (cryselle) from 2016 to 2017, ethinylestradiol;norgestrel (elinest) in 2018 and norethisterone (micronor) in 2014. On (B)(6) 2014, the patient had essure inserted.on an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. In 2015, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"), hot flush ("hot flashes"), hyperhidrosis ("sweating"), night sweats ("night sweats"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("abnormal bleeding menorrhagia / excessive bleeding "), marital problem ("psychological or psychiatric problems condition: marital stress"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder/ uterus issue"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue;") and dyspareunia ("dyspareunia"). In october 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: repeated utis"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced dry skin ("rashes or skin conditions type: dry skin"), acne ("acne") and vision blurred ("vision/eye problems type: blurred") and was found to have acrochordon ("skin tag"). In october 2018, the patient started pimtrea at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea;"), irritable bowel syndrome ("thought to be ibs;"), abdominal pain lower ("cramping/ right and left lower quadrant pain"), abdominal pain ("abdominal pain"), breast pain ("breast pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), visual impairment ("visual disturbances"), menstruation irregular ("irregular issue / continuous cycle") and seasonal affective disorder ("seasonal affect disorder"). The patient was treated with bupropion, codeine phosphate;paracetamol (tylenol with codeine no.3), metronidazole, ondansetron hydrochloride and surgery (endometrial biopsy, fluid collection from endometrium at fundus with removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, hot flush, hyperhidrosis, night sweats, genital haemorrhage, vaginal haemorrhage, urinary tract infection, marital problem, anxiety, dry skin, acne, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, irritable bowel syndrome, dyspareunia, neck pain, musculoskeletal pain and seasonal affective disorder outcome was unknown, the menorrhagia, abdominal pain lower, abdominal pain and visual impairment was resolving and the breast pain and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, acrochordon, alopecia, anxiety, bladder disorder, breast pain, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, irritable bowel syndrome, marital problem, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, neck pain, night sweats, pelvic pain, seasonal affective disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 172 lbs. Approximate weight at the time of essure placement: 175 lbs. Insertion details, specify - essure device placed bilaterally in good position: left side- 1 trailing coils. Right side: 0 trailing coils. Patient tolerated the procedure without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.3 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2001: diagnosis: right ovarian cyst ¿ mature teratoma (dermoid cyst). Specimen: right ovarian cyst. Operation: diagnostic laparoscopy, right ovarian cystectomy. Preoperative and postoperative diagnosis: right ovarian cyst. Gross description: the specimen is labeled ¿right ovarian cyst¿ and received is a previously opened ovary measuring 4.5x3.5 cm. Also within the container is a bag of apparent keratinous debris and hair. The surface is pink-white and glistening and has hair projecting from it. Sectioning reveals a pink-white smooth cyst lining with areas that appear to be adipose tissue.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2019: social media - events spotting clubbed with vaginal haemorrhage, irregular issue clubbed irregular menses, irregular and excessive bleeding clubbed with genital bleeding,event seasonal affect disorder was added.irregular menstruation outcome were changed from to recovering to resolved. Ocp added in product tab. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.